Event description:
Literature was reviewed regarding the effect of implant depth and coronary flow on thrombosis in transcatheter aortic valves. The study population included 211 patients; 188 patients received a balloon-expandable non-medtronic bioprosthetic valve and 23 patients w ere implanted with a self-expanding medtronic corevalve bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: myocardial infarction, stroke, thromboembolic events, major bleeding complication, valve-related re hospitalization, and reoperation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: hyun jung koo et al. Native sinus hemodynamics and thrombosis in transcatheter heart valve: effect of implant depth and coronary flow. Journal of the american heart association nov 5;13(21):e037105 2024. 10.1161/jaha.124.037105. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.